Event description:
During percutaneous intervention, the whisper wire fractured with retained wire fragment in the right plv branch with timi-iii flow. The pt was asymptomatic without any complaints and remained hemodynamically stable with stable o2 sats. The pt will be monitored in the ccu overnight for any bleeding complications or any complications secondary to wire fracture. The pt will be placed on plavix 75 mg b.i.d. And will have careful monitoring for any cardiac symptoms. Rep from abbott vascular. He was given the wire for analysis on 2/13/2009.